Manufacturer narrative:
The customer stated that hydro smart mod was not responding and that there was a puddle on the floor. Service visited on (B)(4) 2011 and removed waste canister and cleaned it. The fse also cleaned v16 and flushed out waste filters. The fse verified the instrument operation. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from synchron lx 20 pro clinical system. No injury was reported and there was no effect to patient or user.